Manufacturer narrative:
(B) (4). Physio-control replaced the power pcb and therapy pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported issue. There was no failures found with the power pcb and therapy pcb.

Event description:
It was reported that the device had the service indication illuminated. Physio-control evaluated the device and observed several fault codes logged repeatedly in the memory within seconds, potentially indicating a critical failure. There was no report of patient use associated with event.